Event description:
The customer reported that during a patient incident, the device was unable to charge or deliver a defibrillation shock. There has been no additional information regarding the patient event provided to physio-control. The outcome of the patient has not been reported.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. During the device evaluation, it was determined that the "analyze" key was stuck down. The cause of this stuck button could not be determined.